Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a false negative result with the enteric viral panel assay. Patient samples were involved but results were not reported to the clinician and there was no patient impact. The following information was provided by the initial reporter: false negative result alleged using bd max enteric viral panel assay, kit lot 2117444. 441916 - instrument max clinical (B)(4). Since standardization on this device in mid-september, the customer has been running evp samples daily on the bd max (B)(4). The lottery numbers are 2117444 and 2102313. They still had problems with the curves: run 546 - 1x false negative sapo (if a positive noro) - monster a8. Run 544 - 2 curves where they have doubts about the sapovirus results (fluorescence was not high) - samples b3 and b5. The lottery number was 2117444 on both runs with problems.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative". Customer reported that they are having doubts about assay results due to the pcr curves while running the enteric viral panel assay. Service and quality performed review of the customer instrument database which revealed evidence of reader normalizer signal drift affecting the rox (585) signal. A bd field service engineer was dispatched to the customer site where they performed reader renormalization and installation of new software scripts to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by quality revealed evidence of reader normalizer signal drift affecting the rox (585) signal. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and two additional work orders were observed on 15sep2022 and 26apr2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a false negative result with the enteric viral panel assay. Patient samples were involved but results were not reported to the clinician and there was no patient impact. The following information was provided by the initial reporter: false negative result alleged using bd max enteric viral panel assay, kit lot 2117444. 441916 - instrument max clinical - (B)(6). Since standardization on this device in mid-september, the customer has been running evp samples daily on the bd max (B)(6). The lottery numbers are 2117444 and 2102313. They still had problems with the curves: run 546 - 1x false negative sapo (if a positive noro) - monster a8. Run 544 - 2 curves where they have doubts about the sapovirus results (fluorescence was not high) - samples b3 and b5. The lottery number was 2117444 on both runs with problems.